Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap was sticking out. Customer's blood glucose level was 155 mg/dl. Customer also stated that there was crack on bottom of insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device received with a detached end cap, cracked battery tube threads, scratched reservoir tube window and a cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Drive support disk was inspected and no anomaly was noted. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to detached end cap. Device uploaded properly using care link.